Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The device is an aortic bifurcate but the lot numbers is not available. The device remains implanted and is not available for evaluation. A copy of the publication is attached to this report. The citation is as follows: n megale ab, mendes ca, teivelis mp, faustino cb, souza kp, wolosker n. Use of carbon dioxide for therapeutic decision-making in endoleaks: a case report. J vasc bras. 2020;19:e20200060. Https://doi.org/10.1590/1677-5449.200060. As reported in the literature article by megale ab, mendes ca, teivelis mp, faustino cb, souza kp, wolosker n. Use of carbon dioxide for therapeutic decision-making in endoleaks: a case report. J vasc bras. 2020;19:e20200060. Https://doi.org/10.1590/1677-5449.200060, thirty days after placement of an incraft aaa stent graft, post operative computer tomography angiogram (cta) showed a type ii endoleak connection the left iliac artery aneurysm, inferior mesenteric artery, and two lumbar arteries. The expansion of the aneurysm sac was 7cm. Due to anticoagulation therapy, follow up was repeated in 3 more months after cessation of anticoagulation. Repeat cta demonstrated the same endoleak type ii but with stability of aneurysm diameter and less contrast flow in the sac. After 6 months, repeat cta demonstrated stability of aneurysm diameter. After 1 year, a 7.1cm diameter sac was observed with no remaining type ii endoleaks. However, a new contrast area was seen on the anterior surface of the stent graft, which was suspected to be a type iii endoleak. During further investigation, contrast enhanced ultrasound (ceu) showed a high flow endoleak on the anterior surface and a possible stent fracture. Also a low flow endoleak of the anterior lumbar and the left internal iliac arteries. It was decided to perform aortography with co2at this time. Aortography demonstrated only a type 1a endoleak originating from the proximal portion of the endograft. No signs of fracture noted on aortography. The patient was successfully treated with a proximal cuff (incraft 34mmx42mm). The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿bifurcated aortic prosthesis endoleak type 1a¿ and ¿stent-graft endoleak type ii¿ could not be confirmed as the device was not returned for analysis; however, it was confirmed by analysis of the images provided in the literature article. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. The use of an aortic extension is standard therapy for repair of a type ia endoleak. Type ii endoleaks account for approximately 40% of all endoleaks encountered in clinical practice and are the most common. They occur when there is retrograde flow of blood into the aneurysm sac via an excluded aortic branch, most commonly the inferior mesenteric artery or a lumbar artery. Many type ii endoleaks close spontaneously over time. As such at many institutions these leaks are not treated immediately; watchful waiting is employed and if the leak persists it is treated by embolizing the branch vessel. There is a complete seal around the graft attachment zones so the complications are not directly related to the graft itself. Type 2 endoleak occurs in up to 20% of patients after endovascular aneurysm repair (evar). Type ii endoleaks tend to be benign in nature, carrying little, if any, potential for aneurysm enlargement and rupture. As such, most patients require follow up and observation only. According to the safety information in the instructions for use ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by megale ab, mendes ca, teivelis mp, faustino cb, souza kp, wolosker n. Use of carbon dioxide for therapeutic decision-making in endoleaks: a case report. J vasc bras. 2020;19:e20200060. Https://doi.org/10.1590/1677-5449.200060, thirty days after placement of an incraft aaa stent graft, post operative computer tomography angiogram (cta) showed a type ii endoleak connection the left iliac artery aneurysm, inferior mesenteric artery, and two lumbar arteries. The expansion of the aneurysm sac was 7cm. Due to anticoagulation therapy, follow up was repeated in 3 more months after cessation of anticoagulation. Repeat cta demonstrated the same endoleak type ii but with stability of aneurysm diameter and less contrast flow in the sac. After 6 months, repeat cta demonstrated stability of aneurysm diameter. After 1 year, a 7.1cm diameter sac was observed with no remaining type ii endoleaks. However, a new contrast area was seen on the anterior surface of the stent graft, which was suspected to be a type iii endoleak. During further investigation, contrast enhanced ultrasound (ceu) showed a high flow endoleak on the anterior surface and a possible stent fracture. Also a low flow endoleak of the anterior lumbar and the left internal iliac arteries. It was decided to perform aortography with co2at this time. Aortography demonstrated only a type 1a endoleak originating from the proximal portion of the endograft. No signs of fracture noted on aortography. The patient was successfully treated with a proximal cuff (incraft 34mmx42mm). The device will not be returned for evaluation.